Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). Investigation results: analysis of the returned rx cytology brush revealed that there were residues found inside the brush which indicate use and handling. It was noted that the handle was separated from the device; the proximal part of the pull wire was broken adjacent to the handle cannula, and both ends of the broken portion of the pull wire were bent. Further evaluation noted that the catheter and wire were kinked approximately 11 cm from the handle. The bristled portion of the brush was not returned since the pull wire was cut by the customer at the distal section. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure. According to the complainant, during the procedure, the wire next to the orange thumb ring was broken. The procedure was completed with another rx cytology brush. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure. This event has been deemed a reportable event based on the investigation results; wire broke.